Event description:
The customer reported that the jaws of the device remained shut when they were not on patient tissue. Another device was used to complete the case. There was no pt injury. The device was returned to covidien and visual inspection discovered that the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is completed a follow-up report will be submitted.